Event description:
While transporting a patient, the ambulance was involved in an automobile accident. It was conirmed the cot remained in the locked in the fastener after the accident. There was no allegation of the cot or fastener malfunctioning at the time of the accident. No information was provided on the patients condition after the incident. Injuries resulting from the accident are unknown, however due to the nature of the accident we will treat as a reportable event.